Event description:
It was reported that this right atrial (ra) lead exhibited a lead breakage or fractured as the lead was tested and was unable to work appropriately. In addition, this ra lead was not capturing at maximum outputs and impedance was greater than 2500 ohms. Subsequently, this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.